Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Corrected information: section date of event. Date was corrected to the start date of the study period.

Manufacturer narrative:
At the time of the article, the sapien valves were not commercially approved for valve in valve or valve in ring. The implanted valve model and size is unknown. Possible valve used ¿ edwards sapien transcatheter heart valve ¿ PMA p110021, edwards sapien xt transcatheter heart valve ¿ PMA p130009, or edwards sapien 3 transcatheter heart valve ¿ PMA p140031. The edwards sapien transcatheter heart valve and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis is listed in the instruction for use (IFU) as a potential risks associated with the use of the thv. Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a ¿tav-in-sav¿ configuration than that observed following implantation of the thv inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic aortic valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible. Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the cause of the ¿restricted prosthetic mitral valve leaflet mobility¿ and subsequent stenosis is unknown as the article did not provide specific root cause of the event. However, possible root causes may be patient¿prosthesis mismatch, prosthetic valve thrombosis, or early degeneration as the article list as a potential cause. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019- 01136 and manufacturer report no: 2015691-2019- 01137.

Event description:
As reported in an article, "hemodynamic and clinical response to transseptal mitral valve-in-valve and valve-in-ring", 46 symptomatic patients (38 valve-in-valve and 6 valve-in-ring) with evidence of prosthetic mitral valve degeneration on transthoracic echocardiography (tte) undergoing tmvr between january 1, 2014 and october 1, 2017 were consecutively enrolled in this study. The edwards sapien, sapien xt and sapien 3 valves were used during the study period. It was reported that one patient expired within 1 year of the valve-in-valve / valve-in-ring procedure. The cause of death was reported to be restricted prosthetic mitral valve leaflet mobility, leading to severe stenosis (observed on follow-up tte). No further information was provided.